Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/67 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "prevalence of gastroparesis diagnosed with esophagogastroduodenoscopy after atrial fibrillation ablation with radiofrequency or cryoballoon." Europace abstracts supplement. 2018. Poster session 2; p902: i173. //academic.oup.com/europace/article-abstract/20/suppl_1/i173/4930417. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoballoon ablation catheter: there were patients who experienced "manifest" gastroparesis due to the ablation procedure. The author indicated that the ¿complications were improved within six (6) months.¿ of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Further follow up did not yet yield any additional information. The status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.